Event description:
It was reported that a flogard infusion pump experienced an f-27 alarm. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the flogard infusion pump was serviced on-site. A visual inspection, alarm log review and power on self-test were performed. During the alarm log review and the power on self-test an f-27 alarm was identified. This alarm was caused by a damaged slide clamp assembly. The slide clamp assembly was replaced to correct the reported condition. The pump passed all testing and was returned to the customer in working order. Should additional relevant information become available, a supplemental report will be submitted.